Event description:
It was reported that from 8/2/2019 to (B)(6) 2019, the customer received intermittent cartridge alarms (alarm 30) during basal delivery with multiple cartridges. Customer¿s blood glucose level was 300-350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.